Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the monitor did not announce an alarm for a high heart rate (177 beats) between 11:00 a.m. And 1:30 p.m. For the patient in bed 38". The device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.